Manufacturer narrative:
(B)(4). Batch # m92f3z. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed thirteen conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during an unknown procedure, the clamp blocked after putting a clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).